Event description:
Approximately 20 minutes into a one hour CABG, the ibc cone began to shake and make noise. Removing the cone from the drive to recouple the magnets did not improve the problem of the noise. Flow was maintained at a cardiac index of 2.6 - 2.8 until the cone failed. The a & v lines were clamped, and the heart was manipulated by the field and ventilation made by anesthesia. A new cone was cut into place, primed and the pt was back on bypass in less than 2 minutes. All manufacturers of disposables of the pump console have been notified.